Event description:
A pt reported they were allegedly missing segments on their one touch profile meter. There were no results documented on their meter. There were no other tests or comparisons made. No treatment. No symptoms. No further info has been reported.